Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: an additional medical device type applies to the needle portion of the device as fmi. An additional PMA/510(k) applies as (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 23x1 rb experienced a plunger that was loose/fell out. The following information was provided by the initial reporter: the plunger loose, can't aspirate liquid.

Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 23x1 rb experienced a plunger that was loose/fell out. The following information was provided by the initial reporter: the plunger loose, can't aspirate liquid.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-15. Investigation summary: one photo and one physical sample with opened blister of a 3ml syringe with safetyglide needle attached was received. The package was confirmed to be from batch #9360282 (p/n 305905). The sample could not be handled directly due to contamination and therefore was evaluated through the bag. The syringe was observed to have an unidentified clear liquid in its fluid path, the liquid was also visible inside the needle shield. When exercising the plunger upwards the stopper began to unseat from the end of the plunger rod but did not separate. Due to the contaminated state of the syringe, full disassembly was not performed to better observe the entire syringe. Since a full evaluation could not be performed, a potential root cause could not be defined. Batch 9360282 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.